Event description:
It was reported the patient's implantable neurostimulator (ins) had reached alleged end of life and the patient was without stimulation. Surgical intervention was undertaken and the device was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.